Manufacturer narrative:
The device was returned for analysis however, the evaluation of the device is pending. Once the investigation is completed a supplemental report will be submitted. The manufacturer internal reference number is: (B)(4).

Event description:
Office reported that the anchor of the silent nite sl broke off. The patient received the device in on (B)(6) 2023 and started using it that day. The patient reported on (B)(6) 2025 that button that is attached to the appliance and where the hinge connects broke off and was unable to attach the hinge and use the appliance. It is reported that the patient did not suffer any injuries or adverse outcomes. It is reported that the patient suffers of high cholesterol (does not take medication for it), allergy to latex and seasonal (she takes allergy medicine as needed). The provider states that prior to delivering the appliance it was placed under running water to rinse out and delivered to the patient. The patient was instructed to clean the device with water and not to utilize any listerine or bush hard the device. It is unknown if she followed instructions.

Manufacturer narrative:
The investigation has been completed, and the results are as follows: DHR results: the production record for the case number was reviewed, and no anomalies were identified that may have contributed to the reported event. Stock product reviewed results: no stock product was available for review since the device was fabricated per the physician's prescription only. Investigation methods/results: the product was returned, but not in the original case. The device was visually inspected and the following was found: roughness - the flange was smooth; internal/external surfaces were smooth. Crack - no major crack was found. Delamination - layers were intact and did not separate. Discoloration - the device was transparent and had a yellow discoloration. General cleanliness - the returned device appeared to be not clean. It was observed that 3 anchors were broken off, and the connectors were detached from the device, as the anchors and connectors were not returned. Root cause description: the root cause could not be determined. A potential root cause is due to an incomplete curing, which may have caused the anchor to break off. The manufacturer's internal reference number is: (B)(4). Additional information: d4: "model #" & "catalog #". Corrections: h6: updated "type of investigation" code. H6: updated "investigation findings" code. H6: updated "investigation conclusions" code.